Event description:
Total bi-lateral tmj joint replacement in 1998. In 1yr 4mths, had to have the left side repositioned due to excruciating pain. Has had problems from that time on. Oral surgeon in dallas diagnosed failed.